Event description:
Patient was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient reported that he experienced persistent hyperglycemia, but did not change his infusion site. Once a new site was utilized blood glucose levels returned to normal limits. The patient has increased the frequency of site changes and continued to use the pump with no reported subsequent events.